Event description:
New information received notes that the device was explanted and replaced. The device was explanted due to a battery longevity issue as well as normal battery behavior. It was hard to estimate exact longevity for the device as the battery remained in relaxation for certain period when programmer would not provide current longevity estimate until the battery is out of relaxation. So, the longevity did not change after change events for long time. The patient did not experience any adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, device interrogation exhibited longevity of 27% with multiple shock therapy and charge events. On the next day, the device was again interrogated and 24% of longevity was noted. The further interrogation later the same day exhibited same amount of longevity percentage. The issue of premature discharge of battery was predicted but not confirmed. The patient did not have any adverse consequences due to device functioning, but the condition was not very well due to heart failure. Device replacement was discussed but due to patient's condition physician elected to not replace the device and follow do not resuscitate (dnr) policy. Further information was requested but not yet available.